Event description:
On 5/12/2022, it was reported by a sales representative via email that an fibertak dx suture anchor inserter tip broke while implanting the anchor. Surgeon opened another fibertak dx suture anchor, from a different lot number, and the same thing happened. It was decided to leave both broken tips in the patient, as removing it would only cause more harm. Case was completed using another fibertak dx suture anchor. This was discovered during a procedure on (B)(6) 2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that the tip of the inserter is broken. The length of the device was measured and found to be 6.54inches. Half of an inch of the inserter was broken off and not returned for investigation. The thickness was no measured dur to the breakage point of the device. The cause of this remains undetermined, however, probable cause can be attributed to prying/leveraging forces.